Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. Based on a visual, functional, and scanning electron microscopy (sem) imaging inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for balloon rupture from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a calcified lesion in the left anterior descending (lad) artery. The 2.25x15mm xience prox stent delivery system (sds) was prepped prior to use with no issue/leak noted. After placement of the whisper ms guide wire, the 2.25x15mm xience prox sds was advanced to the target lesion without reported issue; however, during deployment at 12 atmospheres (atm), the sds balloon ruptured. The sds was removed without reported issue. As the stent implant was fully deployed, the procedure was completed successfully. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us.